Event description:
Liner and head revised due to dislocations. (B)(6) 2008.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Notification was received from bioengineering stating the root cause is undetermined. Based on the information received and the investigation performed, the root cause of the need for revision was undetermined. The customer did not report a device defect. It is not possible to determine if there was a manufacturing fault. No corrective action is required. Post market surveillance is per (B)(4). A review of manufacturing records and a complaint database search did not identify any anomalies. The complaint shall be closed with an undetermined conclusion; it will be entered into the complaint database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.